Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmosphers for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. There was a pinhole at the marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.